Event description:
The customer claims the gloves left a chemical residue on their hands and skin/eyes touched after the gloves were removed despite handwashing and signs of redness, swelling and irritation. There were also usability concerns regarding the gloves. They are thin, prone to tearing, and slippery making them difficult to don and use reliably. These characteristics had raised concerns to barrier protection and infection control during patient care. The reaction was significant enough for dr. (B)(6) needing to seek medical evaluation. Symptoms were reported shortly after use and were localized to areas of contact. The gloves are stored in accordance with standard practice in a clean, temperature controlled environment, consistent with manufacturer guidance. The customer reports that the gloves emitted a strong chemical odor that was noticeable to both staff and patients. Patients commented on the odor and asked whether alternative gloves were available during their treatment. A pregnant staff member was unable to tolerate the odor and manually sorted the gloves upon arrival so she could continue performing her job duties.

Manufacturer narrative:
Based on the initial investigation, in-house test such as glove surface ph test, powder residual and donning test shows no abnormality in the test result. In addition, retained sample have been send to (B)(6) laboratory to test on chemical residue and no chemical residual was detected. Attachment 1: glove surface ph test, attachment 2: powder content test attachment 3: chemical residual test. The retained sample have been sent to external independent laboratory (b)(6.) For chemical residual test. The result is estimated to be obtained with a 2-month period. Physical properties test for elongation at break conducted for preshipment inspection and retained sample show that the glovea are in good condition where it not easy break in normal condition and able to meet the elongation of break specification under astm d6319. Upon received result from external laboratory, further investigation will be carry out.